Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
It was reported that it during the installation of the subject home monitor, the pairing with the internal cardioverter defibrillator (ICD) failed despite many attempts in different places: the monitor displayed red light on the patient initated transmission (pit) button. It had never connected to the back-office.

Event description:
It was reported that it during the installation of the subject home monitor, the pairing with the internal cardioverter defibrillator (ICD) failed despite many attempts in different places: the monitor displayed red light on the patient initated transmission (pit) button. It had never connected to the back-office.